Event description:
Customer received total psa result which was higher than free psa result for one male patient who had surgery in 2008 for prostatic adenome. Total psa result was 0.666 ng/ml and free psa result was 12.60 ng/ml. These results were repeated using a different sample at another laboratory working with an e170 analyzer, total psa was 0.630 ng/ml and free psa was 11.79 ng/ml. There was no medical treatment for this patient based on the discrepant results. Total psa reagent lot was 155708. Free psa reagent lot was 155066. Investigation is on-going.

Event description:
Reporter alleged obtaining the results of 91 mg/dl and 45 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she had some hypoglycemic symptoms and self-treated with food and drink. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Event description:
A patient was admitted to the ER with a suspected cardiac event and troponin t tests were run several times with a stable result around 50 ng/l. The next day, (B) (6) 2010, the troponin t result from a new sample was 393 ng/l and was reported to the ward. The next day, (B) (6) 2010, the ward called back to the lab and questioned the result. A new sample was drawn and analyzed with a result around 50 ng/l. The sample which initially recovered 393 ng/l was analyzed again with a new lot number of reagent and recovered around 50 ng/l. The patient was given 500 iu fragmin as a consequence of the false positive result. No other treatment or medication was changed and the patient did not come to any harm. The troponin t reagent lot number at the tie of the initial result was 153401. The reagent lot at the time of the repeat result was 154101.

Manufacturer narrative:
Customer received free psa result which was higher than total psa result for one male patient who had surgery in 2008 for prostatic adenome. Additional information received: results from siemens reagent on centaur analyzer were provided. First sample gave total psa result 5.94 and free psa result 5.61 ng/ml. Second sample gave total psa result 5.64 ng/ml and free psa result 4.86 ng/ml. Investigation is on-going.

Manufacturer narrative:
Two samples from the patient were investigated. Minor interference to the ruthenium antibody in the elecsys freepsa assay was detected. Since the same ru-antibody is used in the total psa assay, the same interferent may be expected there as well. In addition, a possible reason for the incorrect total psa results is a rare isoform of psa or auto-antibodies blocking the specific epitopes of psa.the nature of the interferences in the patient samples is complex and appears to affect competitor methods as well. The package insert addresses interference due to extremely high titers of antibodies including hama, streptavidin or ruthenium. There was no medical treatment of this patient based on the discrepant results.